Event description:
The device was inserted into the uterus, device did not work properly. It would not heat to proper temperature. Device was replaced with new one and surgeon was able to proceed and complete procedure. No harm to patient.